Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of device breakage is not known. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes affiliate, the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the matrixmandible 7x23 angle reconstruction plate in the right mandible on (B)(6) 2017. Pre-bending was completed on (B)(6), 2017. During a follow up visit on (B)(6) 2018, no issues were noted. After the follow up visit, patient complained of pain. On (B)(6) 2018 it was noted the plate was broken. There is no current plan to removed the plate, as patient suffers from heart disease and general anesthesia is not recommended. Patient will be monitored. This report is for one (1) matrixmandible 7x23 angle reconstruction plate right 2.5 mm thick this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review: please note, this DHR review is for sterilization procedure only: part no.: 04.503.740s, lot no.: 9877844: manufacturing location: selzach, supplier:(B)(4), release to warehouse date: 21.mar.2016, expiry date: 01.mar.2026: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.503.740 / h020510 was manufactured in us, monument: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.